Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 29 mg/dl; cause was unknown. Customer required assistance from partner to treat bg via injection of glucagon and called emergency medical technicians (emt's). Customer did not require further assistance from emt's as bg level began to rise. Subsequently, customer experienced a bg level displayed as "high" on the continuous glucose monitor. The cause was unknown, however, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.